Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they observed wires were removed from jaws prior to initiating vein harvest. It was never inserted into patient leg. A replacement device was used to complete the procedure. No patient involvement..

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 12/02/2019. An investigation was conducted on 1/09/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away at the center of the hot jaw remaining attached at the base of the hot jaw, but with detachment at the tip of the hot jaw. The clear silicone insulation on both the jaws was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/bent" was confirmed. Specific actions for the reported failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they observed wires were removed from jaws prior to initiating vein harvest. It was never inserted into patient leg. A replacement device was used to complete the procedure. No patient involvement..